Manufacturer narrative:
(B)(4). Connecting to the patient line that is not fully primed is a known cause of air in tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient connected to the patient line that was not fully primed. The home patient stated that it feels like air went inside of them. The technical service representative (tsr) advised the home patient that they will assist in ending therapy. The tsr advised the home patient will to contact the registered nurse regarding this event. The tsr advised the home patient to not connect the patient line for therapy if there is air in it. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.